Event description:
The pt was revised because of infection.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the serialization certificates for the two provided product / lot combinations did not reveal any related deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.